Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an egm was reviewed and non-sustained rv oversensing (nsrvos) was observed. It was believed that the nsrvo episode was due to emi. The emi may have saturated the a sense amp but also, sometimes pacing are not seen on egm since the complexes are sometimes narrow and blanked out by the egm blanking. The external noise has caused some oversensing on the ventricular channel causing single beat inhibition, but the patient has own activity, so it was never a problem. It was discussed to enable egm trigger for noise reversion until the device change. The device has switched 4 times, and the last time was at the same time as the egm for nsrvo. There were no consequences to the patient. Device remains implanted.